Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged from the 12th most proximal row towards the proximal edge with struts distorted and stretched over the proximal markerband. This type of damage is consistent with the stent encountering resistance during advancement attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 35mm in length, 2.8mm in diameter, concentric and the de novo target lesion was located in the moderately tortuous and mildly calcified mid left circumflex artery. Pre-dilation was performed using a semi compliant balloon catheter, leaving 85% residual stenosis in the lesion. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 3x38mm promus element ¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.